Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient weight at the time of the event was (B)(6) pounds. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had stopped feeling stimulation today and was feeling stimulation in vaginal area previously so they went to increase stimulation but was not able to . Patient reported that she had a colonoscopy on (B)(6) 2019 but the hcp hadn't turned off her ins for that so she still didn't know how her implant got turned off. During troubleshooting, patient got her patient programmer out and synced her pp with her. Patient said she hadn't touched the patient programmer at all today so she had no idea how ins got turned off. Once ins was turned on patient was able to increase stimulation. No further complications were noted or anticipated.